Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was constant beeping and alarming, "no disposable, pump won't run." The reservoir volume on the pump at the start of the alarm was 58.9 ml. A new cassette was placed and the issue was resolved. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.